Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder endoprosthesis. The pt tolerated the procedure. On (B)(6), 2011, the pt presented at the hospital complaining of pain in his left leg. It was reported that the contralateral leg on the left side was reported to be occluded by thrombus. The pt underwent fibrinolysis therapy. No add'l stenting or ballooning was performed. The pt is reported to be doing well.

Manufacturer narrative:
Please note: this event was initially reported in medwatch#: 2953161-2012-00037. Review of the file revealed that the medwatch needed to be submitted on trunk ipsilateral leg component manufactured in (B)(4); therefore, this medwatch was created. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use states: adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel.